Event description:
Two weeks after the surgery, the third proximal screw of versa nail proximal humeral was found backed out by about 15mm. Doi is (B)(6) 2011. No revision was done.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and or a complaint database search was not possible as the product and lot code required was unavailable. Review of the attached x-rays by (B)(4) product engineer confirmed the reported event. It was observed that in the x-ray labeled after surgery, the end cap appears to be proud in the nail, which could release the locking sleeve and allow the screws to disengage from the nail. In the before surgery x-ray the end cap looks to be flush with the nail. It is possible that the end cap was not fully tightened or loosened post-operatively, however the information is too limited to be certain. No other observations could be made. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.